Event description:
Implant broke. Patient was revised.

Manufacturer narrative:
The reported event that distal lateral femur plate axsos 3 ti for right femur 18 hole / l379mm was alleged of issue implant breakage after surgery could be confirmed since the device was returned for evaluation and matches the reported failure mode. The device was visually examined and plate breakage was confirmed. The plate has a scratched surface, most likely caused during the implantation and/or explant of the device. All the broken surfaces presents a polished area and indicates that the fracture started at the top edge and progressed across the shaft until the remaining material was no longer strong enough to support the load and it finally broke. Based on investigation, the root cause could most likely be attributed to patient related issue due to the implant being subjected to sudden excessive load. The labeling on the package warns of these complications and all possible patient activities which could lead to fracture / loosening or breakage of the implant. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. A review of the labeling did not indicate any abnormalities.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implant broke. Patient was revised.